Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the suture got broken? The suture was broken near the swage part. Could you please confirm if the suture got separated from the needle? Please confirm please see above. Did the surgery was completed successfully? No further information is available. If yes. What was used to complete the procedure? No further information is available. What is the lot number? No further information is available. Are there any photo available for visual analysis? No photos are available. No further information will be provided. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a an orthopedic procedure on an unknown date and suture was used. During the procedure, the suture broke near the swage part during interrupted suturing. There were no patient consequences reported. Additional information was requested.